Event description:
The customer reported a cartridge alarm 30 during the load process. There was no adverse impact to the customer's blood glucose level. Despite encountering a minimum fill alert after loading a new cartridge, the customer was able to resume insulin therapy successfully with assistance from technical support, resolving the issue.